Event description:
It was reported that the patient called over the weekend to notify their clinical team about a new compromise in the black power cable. They found green fluid coming from the hole. They claimed that they did not hear any alarms. On (B)(6) 2022, wires from a braided fabric covering were found sticking out from the hole. The spot was cleaned and then wrapped in rescue tape. This patient had a known pump dysfunction as well. A review of the log files revealed multiple low voltage events as well as abnormally low voltage readings on both battery and patient cable power. A recommendation for a controller swap was made.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The patient's known pump dysfunction was previously reported under manufacturer report number 2916596-2019-05558. Manufacturer's investigation conclusion the reported event of fluid ingress and low voltage alarms were able to be confirmed. The heartmate ii system controller was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 11 days ((B)(6) 2022 ¿ (B)(6) 2022 per timestamp). Atypical low voltage hazard alarms and low bus voltages were intermittently active on (B)(6) 2022 from 14:17:02 ¿ 21:59:17 and on (B)(6) 2022 from 14:46:26 ¿ 23:07:17. The alarms occurred while on battery power while the battery voltages being measured at or above 3v on both power cables. There were no other notable alarms active in the log file. Pump operation was not affected. Multiple good faith efforts were made asking for the serial number of the system controller, if the controller was exchanged, if the source of the green fluid was identified, the cause of the tear in the power cables, and if product will be returning; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation; however, the fluid ingress may be indicative of further power cable damage which may result in the reported low voltage alarms. Heartmate ii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including low voltage alarms. Heartmate ii patient handbook, rev. C, section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including the 14v battery clips and 14v batteries. Heartmate ii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the controllers and equipment do not get wet. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records for the system controller were unable to be reviewed due to the serial number being unknown. No further information was provided. The manufacturer is closing the file on this event.